Event description:
It was reported,the patient fell. The patient passed out and fell of the toilet. The patient also fell down the stairs and hit their head on the concrete. It was unclear if the falls were due to unsafe medication or the stimulator. The patient was scared the falls cracked the seal on the stimulator and did not want battery acid going through their body. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v581953, implanted: 2010 (B)(6); product type lead. (B)(4).